Event description:
It was reported that during a percutaneous coronary intervention stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous proximal to distal right coronary artery (rca). The lesion was pre dilated with a non bsc balloon catheter. The 2.5 x 24mm promus element mr stent delivery system (sds) was advanced, but was unable to cross the lesion. A non bsc micro catheter was used together with the sds, but was unable to advance. When withdrawing into the micro catheter resistance was felt. The micro catheter, sds and non bsc guide wire were attempted to be removed together, when the stent was dislodged. The physician attempted to capture the stent with a snare device, but was unsuccessful. A non bsc guide wire was advanced outside the dislodged stent and the dislodged stent was crushed in the vessel with a non bsc balloon catheter. The procedure was completed with another promus element stent. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).